Event description:
Pt reports that he has gray tissue over where he believes the tip of his catheter issue, it is sore and he has decreased pain control. Caller asks about granuloma. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).